Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally programmed and delivered an extended bolus, which caused the customer's blood glucose (bg) level to decrease to 53 mg/dl. To treat the low bg level, the customer consumed glucose.